Event description:
The pt was admitted with stable angina type ccs2 and one-vessel disease. Pre and intra procedure medications were plavix and aspirin. The target vessel was the 3mm moderately tortuous mid rca. The target lesion was a 30mm de novo, type c, irregular, eccentric lesion with moderate calcification and no thrombus. The site was predilated with a 2.5x30mm balloon at 12atm. A 3x33mm cypher stent was implanted at 12atm with satisfying results (evaluation not done). Timi flow was 3 pre and post procedure. The pt was discharged on plavix for 3 months and permanent aspirin. Two months later, the pt had a confirmed restenosis of the mid rca after stenting with the 3x33mm cypher, ballooning, and brachytherapy. This 5mm, type a, smooth, concentric lesion had little or no calcification and no thrombus. A 3.5x8mm cypher stent was implanted at 16atm with satisfying results that were visually evaluated. Preprocedural stenosis was 90%.